Event description:
It was reported that during a low anterior resection procedure, when the surgeon tried firing the reload, it could not fire as well as staple. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it could not fire as well as staple. Would the device not fire (no staples deployed or cut line started)? Yes it was not fired and no staple deployed. It could not fire as well as staple. Did the device cut and no staples deployed (would not staple)? On which firing did the event occur? It was lar they fired on rectum. How was the case completed? They used another reload with same stapler. The analysis results showed that the cr40b reload was received in good visual condition and fully loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. No functional test was performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.